Event description:
The pt reportedly experienced sound percept problems followed by no sound. The pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.